Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips field service engineer (fse) evaluated the device and replaced to mainboard to resolve the issue. The device was operational after repairs were completed and the device remains with the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating there was a inop speaker failure message. It is unknown if the device could produce an audible sound. The device was in use at the time of the event. No adverse event occurred.